Manufacturer narrative:
The customer¿s report of an infusion completing faster than intended was not confirmed. Physical inspection noted the device to be in good condition. Analysis of the pcu event log shows that a secondary infusion of cefepime 2000mg/60ml was programmed to infuse at 120ml/hr with a vtbi of 60ml to infuse over 30 minutes at 8:42 am on (B)(6) 2015. At 8:58 am, the secondary infusion was paused and the device was subsequently channeled off at 8:59 am. The volume recorded as being delivered during this period was 52.9ml for the primary infusion and 30.53ml for the secondary infusion. The customer reported the event occurred at 1030 on (B)(6) 2015, however there were no entries shown in the pcu event log for (B)(6) 2015 past 8:59 am. The pcu event log is not able to determine the starting volume of the fluid containers. Functional testing performed found no issues with the device¿s rate accuracy and was found to deliver fluid within specification. The root cause was not identified.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that an infusion completed in 15 minutes instead of the intended 30 minutes and the device read there was still volume to be infused. There was no report of patient harm.